Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets/ code 107 / code 204) has been confirmed. As received, the monitor would not power on. The cause of the resets, inability to power on properly, and service codes was an intermittent connection at bga component u1003 (pld) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(6) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that his monitor was resetting and displaying service codes 107 and 204. The patient was issued a replacement monitor.